Manufacturer narrative:
(B)(4). The field service engineer (fse) verified the malfunction and replaced the backlight inverter printed circuit board (pcb). The device then passed all testing.

Event description:
This complaint was identified as reportable through a retrospective review. It was reported that a ventilator had a blank display while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.